Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device had heat and failed pretest for temperature assessment. The assignable root cause was traced to user which is user error. (B)(4).

Event description:
It was reported that during pretesting, it was observed that the motor device was functioning intermittently and the power cord was "down." During in-house engineering evaluation, it was determined that the device displayed an a-1 (air flow blocked) error code, the inner hose was disconnected, and the device was overheating and loose. The device also failed pretests for temperature assessment (device temperature), temperature assessment (adjusted temperature) and air pump assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.